Event description:
Failed right total knee revision with an aesculap hinged total knee. I had knee revision with this implant put in on (B)(6) 2017. For two years I had severe pain within the knee. Bone scan in (B)(6) 2019 showed loosening of the implant requiring revision. From surgical report (B)(6) 2019. Evidence of femoral component loosening with evidence of carbon debris as a source of loosening. There was black staining to the synovial and reactive tissue. This sent for frozen showed chronic inflammation with signs of debris and wear within the kit. Radical debridement was performed, surgically excising all the blackened tissue including skin, subcutaneous tissue, deep tendon, muscle belly, periosteum, bone and all the capsule. I continue with pain and I am still undergoing physical therapy. Knee muscles weakened from the radical debridement. Nerve pain from leg to foot. Difficulty walking continues. The makers of the implant, aesculap; a part of the b. Braun companies has not let me, or my dr know what the black substance was. Also, they have not let us know what failed in my knee to creat this to occur throughout my knee. I was told it may be some kind of bearing that disintegrated? The implant was taken by a factory rep who was present at my surgery. It was transported back to (B)(4) where engineers were to look at it, and let us know what the substance is and how it occurred. I don't know what problems having had it in my knee may cause going forward. I think I should be contacted to let me know how this occurred. It is my understanding that there are more pts like me that this implant device has failed on in the same manner. FDA safety report ID# (B)(4).